Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where two implants were installed. The patient had pain relief for three years before later reporting to a new surgeon with complaints of a recurrence of right si joint pain. The surgeon determined loosening of the implants. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant using chisels as it was solidly fixed in bone. He broached the explant void at a 60 degree rotation to create a star shaped void and installed an implant of the same type into the new channel. He then added a new implant of the same type in between the two implants to help fixate the si joint. The preexisting caudal positioned implant was not adjusted or removed. The patient now has three implants in their right si joint. The status of the patient following the revision procedure is not known.